Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) on march 4, 2020 regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has had their stimulator for approximately 16 to 18 months. It has never given the patient any pain relief. They stated that they had met with the clinician representative for programming many times with no positive results. However, they stated that the trial period was very successful. They stated that they had practically no pain and they were very excited to have the stimulator implanted. Since it was implanted, however, it had not reduced their pain at all/hasn¿t worked for them at all and they had giving up using it and hasn¿t been charging it. The patient confirmed that the lead placement was checked and the leads had not moved. The patient stated that they been feeling a buzzing down their leg, but it did not ease their pain. About three weeks ago, the patient went to see their physician and they suggested that they leave the device in for another few weeks as the manufacturer had a new protocol that they thought was very impressive. The next day the patient called their rep and they informed the patient that they had not been trained on the new system yet. They stated that they thought they may receive training sometime in april, so the patient was just waiting to see what happens. Additional information was received from the rep on march 20, 2020. The rep confirmed the following information with the physician. They reported that the patient had met with them on 5 different occasions as well as met with other reps several times for reprogramming. The rep reported they had met with the patient on (B)(6) 2018, at which time imaging verified that a lead had migrated. A possible lead revision or system explant had been discussed with the patient. The rep reported they hadn't met with the patient for about a year and the patient had been with 3 pain doctors since implant, and the manufacturer representatives (rep) hadn't been in contact with the patient for "some time." They noted the patient had been using high density settings during their trial because they didn't like the tingling sensation associated with low density settings. The rep asked the patient to wait until they were trained on a new programming method called differential target multiplexed (dtm) programming, which they still haven't received training for yet. The rep did confirm that the "buzzing down the leg" the patient was feeling was the normal stimulation sensation. Additional information was received from the rep on april 7, 2020. They reported that the patient couldn't think of any factors/circumstances that could have led to the lead migration. The rep reported it was unknown which of the two leads had migrated. No surgical intervention has been discussed yet to address this event. The rep is planning on trying the dtm programming once the covid-19 shelter in place is lifted and they can meet with the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Correcting date entered in previous submission. Correct aware date should be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.